Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged headaches. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found unknown white deposits in filter inlet and air inlet. Unknown brown debris consistent with keratin found in filter inlet. Unknown debris consistent with dust found in the bottom of the inside of device and top of the blower. The manufacturer found no evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes the device has unknown white deposits in filter inlet and air inlet. Unknown brown debris consistent with keratin found in filter inlet. Unknown debris consistent with dust found in the bottom of the inside of device and top of the blower. There was no evidance of sound abatement foam degredation. Section d8, d9 and h3, h6 updated in this report.